Event description:
A report was received that the patient was experiencing tenderness at the ipg site. The patient underwent a revision procedure wherein a new ipg pocket was created. The patient was doing well postoperatively.